Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is d02 - cause traced to component failure expected or random component failure without any design or manufacturing issue. Due to c0702 - friction problem identified problems caused by its surface coming in contact with another surface or fluid. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope white residue on air/water channel. There was no patient involvement.